Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter alleged the customer received discrepant blood glucose results of 3.4 mmol "against" the hosp measurement of 36.0 mmol. No exact timeframe between testing could be provided other than the reference that the tests were compared "against" each other. Reporter stated the customer was hospitalized for 3 days in order to stabilize glucose levels and customers insulin dosage was adjusted (type and amount was not provided). No specific treatment info could be provided and no further details on the incident were reported. A request had been made for the return of the suspect product however, reporter stated the test strips had been thrown away; therefore, no product will be returned for evaluation.